Event description:
Report rec'd through clinical study follwo-up that approximately 62 months post implant the patient experienced a cerebral bleed while exercising. He developed numbness and inability to move legs. Computerized tomography scan revealed a cerebral bleed. Shortly thereafter, pt became comatose and expired 15 hours after initial event. Pt was on warfarin at the time of event for chronic atrial fibrillation. The valve was not returned for analysis.